Event description:
Caller reported the download cord of the base unit shorted out and melted. Caller stated melting came from the download cord. Caller stated the base unit appears to be fine. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.